Event description:
It was reported that, "the tibial stem offset adaptor the bolt was cold seized to the boss. There was 200 lbs of force was applied, no movement."

Manufacturer narrative:
Additional information has been requested and if available it will be submitted in the supplemental report.